Manufacturer narrative:
The return of the device has been requested. The user reported the device was still available and would be sent; however, at this time the device has not been received. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device of the cause of the occurrence. Based on the information received, there was no serious injury, medical or surgical intervention required. Should the device or add'l info be received, an addendum to this report will be filed, if required.

Event description:
According to the info received, a customer called to report a catheter was defective. The injuring part of the catheter was flat and the customer bled. He went to the hospital. Upon subsequent follow-up, the user expressed being healthy again and back at work. He reported that he did not receive any treatment in the hospital, but was looked at by a doctor in the emergency room.